Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. The device had cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 252 mg/dl. She was attempting to bolus when the alarm occurred. She removed the battery in attempts to resolve the issue. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.